Manufacturer narrative:
1627487-12192011-003-r, this ipg serial number was included in multiple field advisories. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced on (B)(6) 2018. Stimulation therapy was reportedly restored postoperatively.